Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that patient was experiencing pain at the battery site for their cervical system. The patient did not report any falls or traumas. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned and extensions were added to the system effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.